Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was not unlatching regularly. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was not unlatching regularly. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. The field service engineer (fse) inspected the smart remote manager and observed that it energized the solenoid and unlatched, but immediately de-energized and re-latched. After this initial behavior, all subsequent open attempts functioned correctly. The fse determined that a 25-foot pixie bus cable was needed to resolve a radio frequency stray issue. Upon verification with the customer, it was confirmed that the required cables were available, and the customer agreed to handle the replacement. Finally, the fse tested the device using the hardware test application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h manufacturer narrative and imdrf c code a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. The field service engineer (fse) inspected the smart remote manager and observed that it energized the solenoid and unlatched, but immediately de-energized and re-latched. After this initial behavior, all subsequent open attempts functioned correctly. The fse determined that a 25-foot pixie bus cable was needed to resolve a radio frequency stray issue. Upon verification with the customer, it was confirmed that the required cables were available, and the customer agreed to handle the replacement. Finally, the fse tested the device using the hardware test application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was not unlatching regularly. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.